Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the insulin pump's keypad. The keypad was unresponsive. His blood glucose level was 184 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer went to the hospital on 12/24/2014 because he did not have a back up plan, since the insulin pump's keypad was unresponsive and he could not use it. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and missing end cap sticker.